Event description:
Health care professional reports leak in pt line tubing near pt connector of cycler set. Treatment was discontinued at time of lead. Per health care professional, no pt injury or medical intervention.